Manufacturer narrative:
Approximate age of device - 5 years,1 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2018, it was reported that the patient called the vad coordinator to report a system alarm while on a grounded patient cable. The patient was advised to stay on batteries and alarms stopped. The patient came to the vad clinic with a short to shield concern. The system error logs and x-ray images were sent in for review. The manufacturer¿s technical service representative reviewed the system error logs and observed 4 pump stops and 12 low speed operations which drop below the patients low speed limit of 8600 rpm. These issues only appear to be occurring while the vad is connected to power module. The patient was advised that to discontinue further interruption in support to keep the vad connected to battery power until further investigation is completed. The submitted x-rays were unremarkable. On (B)(6) 2018, a percutaneous lead (driveline) replacement and an ungrounded patient cable were requested. On (B)(6) 2018, the manufacturer¿s technical service representative successfully completed a percutaneous lead (driveline) replacement.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed events and hazard alarms that were observed in the submitted log file. Approximately 17.5¿ of the external portion/distal end of the driveline was returned. The pins of the metal connector appeared free from deformation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate layer, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination of the wires revealed a breach to the insulation of the brown wire, approximately 12.25¿ from the metal connector. The brown wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The reported pump stoppage events could have resulted from a short to ground if the exposed conductors of the brown wire contacted the braided shield while the patient was supported by the power module. No issues were noted after the patient was back on the grounded patient cable. The patient remains ongoing on heartmate ii left ventricular assist system and no additional complaints have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.